Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular channel. Reprograming of the device was performed and further evaluation was discussed. This device remains in service. No further adverse patient effects were reported.